Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the connecting tube was dented, the angulation in the "up" direction was out of standard due to the worn angle wire, the light guide lens was broken, there was corrosion from the electrical connector due to the leakage, the insulation resistance value on the distal end was out of standard due to the pinhole at the distal sheath, and waterproof failure was due to a cut in the distal sheath. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for use in a diagnostic procedure, there was a trace of fluid invasion in the evis lucera bronchovideoscope. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating on the connecting tube had peeled off. This report is to capture the reportable malfunction of the deterioration to the coating on the connecting tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.